Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer could not confirm any issues with the pump supplies. Blood glucose (bg) was 684 mg/dl. Ketones were present. Customer went to the emergency room and was subsequently admitted to the hospital for diabetic ketoacidosis (dka) on (B)(6) 2018. Intravenous fluids/insulin and nausea medication were administered. Upon follow up, customer reported to have been discharged on (B)(6) 2018 and declined to provide further information.